Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and no damage was found. A review of the share log was performed and signal loss was not found within the investigation window. The allegation was not confirmed. The customer complaint was not confirmed because the reported allegation was not found. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that signal loss over one hour occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient experienced signal loss for over 1 hour which occurred two days after the sensor had been inserted in the arm. According to the report, on (B)(6) 2023 at 10:32 pm, the patient had a reading of urgent low 52 mg/dl on the sensor. It was not documented whether the bg (blood glucose) was checked at that time. It was not documented whether the patient experienced symptoms at that time. The patient self-treated the urgent low reading with carbohydrates, then blacked out with seizure like activity. The spouse called 911 since the display device showed signal loss. Ems (emergency medical services) arrived at 10:48 pm and the blood sugar reading was 44 mg/dl. The paramedics did not administer anything and did not give the patient anything since the patient ate a sugar cookie prior. At 11 am, the bg was 54 mg/dl. At 11:12 pm, the bg was 78 mg/dl. Paramedics left at approximately 11:15 pm. At 11:24 pm, the bg was 124 mg/dl. The cgm (continuous glucose monitor) signal returned sometime around midnight. At the time of the report, the patient recovered, and bs was back to normal level. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.